Event description:
Additional information was received from the area representative indicating the fever was unrelated to vns surgery. The fever was reported to have occurred 3 days post op. No signs of infection were observed, only swelling of the area was noted. Since there was swelling, the patient was having difficulties with eating and drinking. He didn't drink much, basically the liquid volume he had was the volume maintenance. Interventions taken were to prescribe the patient with as antipyretic, paracetamol, sama antibiotic such as cefalosporin injection generasi iii. The interventions were taken to preclude a serious patient injury. Moreover, IV drip was used to treat the pa tient's swelling. At the moment, the patient has been reported to be doing well.

Event description:
It was reported by a company representative that a vns patient experienced swelling of the neck area along with difficulties eating after having vns implanted. The device remained programmed off at the time of the report. The treating physician believed the swelling was due to surgery as the patient also presented a fever. No manipulation or trauma was reported to the area that could have had contributed to the events. Additional information was received from the area representative indicating the patient has now recovered and the generator has been programmed on. At the moment, the relationship of the fever to vns surgery is unknown as attempts to obtain further information are underway.

Event description:
Additional information was received on (B)(6) 2012, that the patient was staying in the hospital and having an IV line for food supplies. The patient had been eating (B)(6) rice and on the (B)(6) day after surgery they switched the patient's meal to rice and then the swelling happened. Further information was received on (B)(4) 2012, from the area representative that a possible reason for the fever was believed to be patient dehydration. Since there was swelling, the patient was having difficulties with eating and drinking. The patient was given an IV drip for a liquid source and the patient was given soft-textured meal such as rice (B)(6) for food.

Manufacturer narrative:
.

Manufacturer narrative:
Describe event or problem; corrected data: inadvertently did not include information on initial and supplemental report.